Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited elevated threshold. The field representative reprogrammed the device and continued to monitor the patient. The health care professional (hcp) informed field representative that the x-ray was the same for the location of the lead but still thinking that the heart catheter may have initiated the issue. Additional information indicated that the lead was explanted. No additional adverse patient effects were reported.